Manufacturer narrative:
(B)(4). This is report 2 of 2 for this incident of peritonitis.follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, the patient contacted baxter technical service (bts) center to report stomach cramping. The bts representative advised the patient to contact the nurse for advice. Upon follow-up with product surveillance, the patient reported being in the hospital for an infection in the peritoneum. Upon follow-up, the nurse reported that on an unreported date, the patient experienced a break in aseptic technique, described as did not clean the area before starting pd. On (B)(6) 2011, the patient experienced bacterial peritonitis and was hospitalized that day. On (B)(6) 2011, prior to antibiotic therapy, a peritoneal effluent gram stain, culture and analysis were performed. The patient was treated with cefazolin 1gm x 2l/day. The patient was discharged from the hospital on (B)(6) 2011 and at the time of this report, remedial treatment was ongoing. On an unreported date, the patient was re-trained in aseptic technique, therefore the event of a break in aseptic technique resolved on an unreported date in 2011. The outcomes for the events of stomach cramping and bacterial peritonitis were not reported. Dianeal remained ongoing. The nurse believed the event of bacterial peritonitis was unrelated to dianeal pd2 ambuflex, however did not provide an opinion of causality for the events of break in aseptic technique and stomach cramping.